Event description:
Pt "has had heyer-schulte silicone gel implants." Exam suggested significant capsular contracture. Radiographs documented a left implant rupture. During surgery, it was discovered the right breast was ruptured as well, requiring bilateral explantation.